Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va078ux, implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: lead. Product ID: 3058, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 3889-28, lot# va0rn4u, implanted: (B)(6) 2015, product type: lead. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Patient claims the stimulator was causing her to have seizures and device was explanted completely. The issue was resolved at the time of the report. The product was not replaced. The patient¿s indicators were for bowel dysfunction/sacral nerve stim /sacral nerve stim/ gastrointestinal/ pelvic floor.

Manufacturer narrative:
Analysis of the ipg (serial # (B)(4)) found no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.